Event description:
It was reported that the patient was admitted to the hospital the day after a new pump and catheter implant. The patient experienced atrial fibrillation. Once this was under control, the patient complained of itchiness. The hcp (health care profession) felt this was related to the drug used in the pump and wanted the pump stopped. The pump was used to deliver dilaudid 6mcg/day. Drug concentration was not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.